Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/9/2016 with the following findings: there is a line in the display. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a line in the display. This report is made based on the results of an investigation completed on 12/8/2016.